Event description:
The patient reported a seroma at the pump site. Less than a month later, it was reported that the patient was getting better; very, very red around area; it came loose and my stomach "blew up"; saw healthcare provider (hcp) five times since pump bulged out; incision very raw; following up with hcp. The reported cause of event was surgical dissection; patient experienced transient subcutaneous swelling. This was noted to have resolved with no surgical intervention needed. The patient recovered without sequela. The pump was delivering morphine. Additional information received nearly three years later reported that with the first pump the patient had a bacteria and they fixed it and then had to wait two weeks in between before going back to the operating room.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).